Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involved.

Event description:
Case description: customer called reporting ail bolus limit reached on their 8100 (sn: (B)(4)) while performing the rate accuracy test. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: after having the customer place the 8015 into external communications, alarm cleared. Afterwards rate accuracy passes. Ended call.